Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was no reproduced as not product was returned for further analysis. On 23aug2025 at 15:44:02, alarms consistent with a loss of external power activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The alarms did not clear by the time the controller was shut down. The backup battery was able to provide power to the system controller during this event. The alarm did not affect the system controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information indicates a v-lock connector was in use at the time of the event, the ac power cord did not come loose from the back of the unit or the outlet, and there were no environmental circumstances that would have affected ac power. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. Additional information confirmed that at the time of the event the power cord in use was a straight v-lock connector. However, a disconnection can still occur if the connection is not properly engaged or due to environmental circumstances. This investigation was unable to determine the root cause of the reported disconnection. The device history record for the mobile power unit (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) (rev. C) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The heartmate 3 lvas instructions for use (rev. C) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ and heartmate 3 IFU (rev. C) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 - ¿safety checklists¿ and heartmate 3 IFU (rev. C) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The cause of the alarms was due to "low volume" and resolved after the system controller was exchanged. It was confirmed the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the unit or from the wall, nor was there an environmental event that affected power at the time of the eve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange due to experiencing alarms. Log files were submitted for evaluation. The event log file captured a brief low flow alarm event on 23aug2025 15:38:37. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility indes was elevated. The data indicated that patient then switched power sources from battery power to mpu power at about (B)(6) 2025 15:40:55. The driveline disconnect event was recorded at 23aug2025 15:43:35. A sudden loss of voltage on both system controller power leads occurred at (B)(6) 2025 15:44:02. There was a sudden loss of external power while connected to mpu power, which appeared to have been an intentional act by the patient. A system controller shutdown_sequence_started event was recorded at 23aug2025 15:44:10. The entire sequence from driveline disconnect to shutdown took just 35 seconds.